Event description:
During cystourethroscopy, bilateral catheterization with retrograde ureteropyelograms, transurethral resection of prostate, the bakelite tip of the sheath had broken off in the urethra from the shaft of the scope sheath. It was grasped with a grasping forceps and removed. The urethra was severely torn with a very large flap.